Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device. Per dfu-0023-eo rev. 4, I. Cautions 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use. 3. Do not use arthrex instruments for any purpose other than their intended use. Manipulating soft tissue or bone with an instrument not intended for that use may result in damage to the instrument. 7. Do not overstress the device or use device to pry tissue.

Event description:
On (B)(6) 2023, it was reported via email that an ar-8750-03 (driver shaft, t15 hexalobe, cannulated, iso, ao) was broken by surgeon during surgery. This occurred on (B)(6) 2023 at an unspecified time with no case involvement. There was no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.